Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation and prior to use, while handling the omnilink elite stent delivery system, the implant became dislodged from the balloon. There was no patient involved; the device was not used. There was no reported resistance during protective sheath removal or initial preparation of the device. No additional information was provided.